Manufacturer narrative:
Device evaluated by MFR.: the device was returned, and it was observed that the guidewire was bent at the distal tip. The coating was observed peeled at the distal section. No more issues or damages were observed on the device. Under the microscope it was observed that the coating was observed peeled at the distal section.

Event description:
It was reported that material separation and coating issue requiring intervention occurred. The target lesion was located in superficial femoral artery. A v-18, 300cm, 8cm control wire was selected for use. However, after the guidewire entered the lesion, the coating of the guidewire detached, and the coating from the side of the tip of the device fell into the patient's body. A snare was used to remove the device. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the lesion was 60% stenosed and was moderately tortuous and slightly calcified. The guidewire was used in crossing with no significant resistance noted, and no other devices being used before the device failure occurred. Furthermore, the coating part of the guidewire peeled off.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that material separation and coating issue requiring intervention occurred. The target lesion was located in superficial femoral artery. A v-18, 300cm, 8cm control wire was selected for use. However, after the guidewire entered the lesion, the coating of the guidewire detached, and the coating from the side of the tip of the device fell into the patient's body. A snare was used to remove the device. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure. It was further reported that the lesion was 60% stenosed and was moderately tortuous and slightly calcified. The guidewire was used in crossing with no significant resistance noted, and no other devices being used before the device failure occurred. Furthermore, the coating part of the guidewire was peeled off.

Event description:
It was reported that material separation and coating issue requiring intervention occurred. The target lesion was located in superficial femoral artery. A v-18, 300cm, 8cm control wire was selected for use. However, after the guidewire entered the lesion, the coating of the guidewire detached, and the coating from the side of the tip of the device fell into the patients body. A snare was used to remove the device. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable post-procedure.